Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and the reported event (debris in packaging) was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determines. This product falls within the scope of a corrective action which is reviewing issues with debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile packaging. Additional information on the reported event is unavailable.